Event description:
Hill-rom received a report from the account stating a patient came in contact with contaminated bodily fluids from a patient that was previously on the same mattress. The mattress was located in ed#5 at the account. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The mattress was returned and evaluated. The surface top cover and the 2 covers had coating deterioration. The most probable cause of the deterioration is due to chemical degradation caused by the cleaning agents, as stated above the mixture of 2 different chemicals classes can accelerate the degradation of the surface top cover material. The fluid ingress was caused due to the degradation and void in the coating on the surface (fluid barrier). The rips on the bottom cover are located in the middle of surface. The way the rip are and its locations give the assumption that the failures were caused by something external to the stretcher pad. For cleaning solutions we recommend the ones that have a neutral ph range (approx. 7). We do not recommend cleaners/disinfectants on the far end of the ph spectrum (>4=more acid, >10=more caustic) because it could be more damaging to the cover materials because of their high corrosivity. While no injury was sustained, the patient was exposed to body fluids and is on exposure prophylaxis medication.